Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by stepping on footswitch twice or more. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch could not work intermittently, led to expose and fluoro failure. Analysis of the system log file showed that there was no signal of hand switch release. During troubleshooting, the fse found that the wired footswitch and hand switch were in series connection, the hand switch button did not bounce back after pressed, and stuck, so when hand switch button remained pressed, it impacted footswitch signal when user tried to fluoro/expose and there was no malfunction of wired footswitch. The fse replaced the hand switch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.